Manufacturer narrative:
This report is based on information provided by philips local customer support and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the AED (automated external defibrillator) unit was beeping. Available details indicated that, the AED unit was beeping, prompting the customer to order a new battery. However, the issue persisted, and the customer reported that the new battery was faulty. This problem was due to the use of a counterfeit battery supplied by an unapproved third-party distributor or a battery that was over 3.5 years old, as philips has not produced or supplied the m3516a battery model since december 31, 2020. Additionally, defective pads could cause the device to beep and lead to premature battery drain. Therefore, the AED department sent replacement pads as a precautionary measure to address potential issues with the device. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The AED department resolved the issue by delivering new pads to the customer. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #/reporting institution phone #: n/I.

Event description:
It was reported to philips that the customer's new AED (automated external defibrillator) battery is faulty. There was no reported patient impact or injury.